Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenotic and severely calcified lesion was located in the severely tortuous right coronary artery (rca). The 3.0mm x 30mm quantum maverick balloon catheter was advanced to the lesion and reported to have burst at 12 atms when inflated for 5 seconds. It is unk how many times or on which inflation the rupture occurred. The balloon was removed intact. The procedure was completed with another MFR's device. No pt injury or complications were reported. The pt's condition was reported as "no problem".

Manufacturer narrative:
The complainant indicated that the device was disposed of by the user facility; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.